Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load new cartridge despite assistance. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.